Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent use of an implanted mediport device. On (B)(6) 2025, it was reported that the patient experienced skin irritation overlying the mediport tubing on the right side of the neck. The mediport was freed from the pocket that had been in place in the right upper chest. Upon examination, a small hole was identified at the angle of curvature of the tubing where it entered the right internal jugular vein. This finding suggested that the patient had likely been extravasating chemotherapy into the surrounding soft tissues, which may have contributed to the irritation observed in the neck at that location. The current status of the patient was unknown.